Event description:
The account alleged the head section is drifting down on this bed.

Manufacturer narrative:
The accounts engineer found the CPR valve was defective. He replaced the CPR valve to repair this bed.